Event description:
Depuy spine was made aware of legal action being taken by a charite pt. Document states that the pt continues to have pain. Pt condition ddd at l4/l5 and l5/s1. It appears that this may have been a 2-level case however, documents provided did not provide that level of detail.

Manufacturer narrative:
The device is not available for eval and the lot numbers not known at this time. Using two charite implants in one pt is an off label use. Charite is approved for use as a one level implant only. Surgeon implant two discs. This goes against the info that is recommended in the instructions for use (IFU) supplied with each device. No definitive conclusions can be made at this time. At this time no connection can be made between the event and any shortcomings of the device or info provided with the device.